Event description:
Caller reported damage to tandem charging cable, resulting in non-functional charging supplies. There was no reported impact to the customer¿s blood glucose level. The damaged charging supplies were set to be replaced by cts with a two-day shipping service.